Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. Adhesive used to close a skin incision. When squeezing the ampule dr. Noticed there was a shard poking through the plastic housing and into her glove. She did not report an injury. Procedure was completed with like product and no patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and not received to date. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Evaluation: product received for analysis. The analysis results found that a tyvek and a pen of the device were returned. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot and no non-conformances related to the reported complaint condition were identified.